Event description:
Per the patient¿s parent, the patient reported a ¿sour¿ taste in her mouth in 2006. The patient then reported pain when wearing the speech processor. Per the audiologist, the patient has ossification and a partial insertion of the device. Reprogramming of the device did not alleviate the problems. A CT done 2009 indicated the device had migrated out of the cochlea.explant and reimplantation is planned but had not taken place at the time of this report may 5, 2009.